Manufacturer narrative:
Pump failed to boot up properly, once installing aa battery, reoccurring failed battery test occurred. Unable to perform sleep current test, active current test, and self test due to reoccurring failed battery test. Test p-cap locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. Found several relevant failed battery test alarms in the pump history files and traces on the event date of 12/19/2025 at 11:39:14.000 to 15:00:12.000. Battery cycle 8.0 received the lowbatteryalert (104) on 12/19/2025 11:20:00 faster than expected at 3.89 days. Battery cycle 7.0 received the lowbatteryalert (104) on 12/15/2025 12:18:00 after more than 7 days at 14.25 days. Battery cycle 6.0 received the lowbatteryalert (104) on 12/01/2025 04:14:00 after more than 7 days at 10.94 days. With reference to the baat tool instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, and keypad overlay texture damage. Failed battery test was confirmed during testing due to a hardware failure, problem isolated to the electronic assembly. Unexpected battery power loss was confirmed. Customer did experience an unexpected power loss of less than 7 days per the pump history records. Possible hardware failure, problem isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a battery failed alarm, low battery alert. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed, and no damage was reported on battery cap contacts or battery compartment. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.